Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient presented with episodes of noise and the physician elected to programmed the tachy therapies off. Upon making this programming change, an inappropriate out of range impedance alert was received. It was noted that the patient had single coil competitor lead and this caused the inappropriate measurement. A loose set screw was suspected.